Manufacturer narrative:
On (B)(6) 2021 an immucor field service engineer (fse) visited the site to inspect echo lumena instrument serial number (B)(4). The fse reviewed the unexpected results reported on the system and successfully performed an unexpected reaction checklist. All systems were within specs and no instrument problems were observed. The immucor internal record number for this report is pr# (B)(4).

Event description:
On (B)(6) 2021 a customer reported that an oncology patient tested negative with capture-r ready-screen 3 on the echo lumena instrument on (B)(6) 2021. Patient had been treated with daratumumab (which masked the antigens and created a false negative result). On (B)(6) 2021 the patient started to experience a transfusion reaction and went to another hospital for treatment.